Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
When the surgeon was using the t-handle and the reamer in the tibia channel, the reamer t-handle insertion skated between the reamer and handle.

Manufacturer narrative:
Examination of the submitted t-handle confirmed the attachment end is damaged/stripped. Visual examination found wear on the attachment end and areas of deformation. The root cause is attributed to product wear out from normal use and servicing. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.